Manufacturer narrative:
(B)(4). For related event see MDR #3010532612-2018-00363 and (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) would not inflate. The clinical support specialist explained to the surgeon that there was a restriction in the catheter somewhere. The surgeon was using transesophageal echocardiogram (tee) and stated the iab was not inflating. The css explain that is why I thought there was a kink in the system. The surgeon said there is no way it is kinked or restricted because he could insert a wire without problems. The css explain the helium line could have a kink without the central lumen being kinked. It was reported that two iab's would not inflate and 2 separate consoles were replaced with no success. Physician discontinued support and planned to use medication. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). For related event see MDR #3010532612-2018-00363 and tc #1900064414. Teleflex received the device for investigation. The reported complaint of iab would not inflate completely is not confirmed. The returned iab bladder was fully intact with no damage noted. Although, the root cause of the complaint is undetermined the returned device passed visual and functional test specifications. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) would not inflate. The clinical support specialist explained to the surgeon that there was a restriction in the catheter somewhere. The surgeon was using transesophageal echocardiogram (tee) and stated the iab was not inflating. The css explain that is why I thought there was a kink in the system. The surgeon said there is no way it is kinked or restricted because he could insert a wire without problems. The css explain the helium line could have a kink without the central lumen being kinked. It was reported that two iab's would not inflate and 2 separate consoles were replaced with no success. Physician discontinued support and planned to use medication. There was no report of patient complications, serious injury or death.